Event description:
The user facility reported a 20-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced a lack of blood flow to the right lower extremity on impella support. A distal reperfusion catheter was placed in the left superficial femoral artery (sfa) and bridged to right sfa. The patient's right groin was within normal limits and there was no bleeding nor hematoma. The angle of insertion was maintained with dressing. The patient remained on impella cp support until explanted on (B)(6) 2023.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, patient had no flow over right femoral leg due to diseased vessel and fem-fem bypass was done from right sfa to left sfa to restore flow. The cause of the limb ischemia issue was patient condition related with patient having diseased vessels in right femoral and fem-fem bypass resolved ischemia.